Manufacturer narrative:
Qc was run before and after the event and recovered within specifications. A field service engineer (fse) was dispatched: the fse replaced the blood sample valve (bsv) actuator and performed reproducibility and mode to mode testing. The fse ran qc and verified the instrument's performance. Hardware issue may have contributed to this event.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneous low hemoglobin (hgb) results generated by the coulter lh500 analyzer. Customer indicated the low hgb results were generated on all patient specimens run in secondary mode. Results obtained from the primary mode were considered correct. All specimens were rerun on a different instrument to confirm the primary mode hgb results. Patient printouts and raw data were requested but not provided. Erroneous results were not reported out of the lab. No death or serious injury, no change to patient treatment is associated with this event.